Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/17/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of approximately 400 mg/dl during an alert 69 ¿ algorithm data parity check on the ilet device. The agent instructed the user to disconnect and restart the ilet, after which the alert cleared. The user chose to remain connected and continued to monitor bg. On follow-up, the agent confirmed glucose levels later stabilized through pump correction. No hospitalization or long-term health effects were reported.